Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. A supplemental report will be submitted with new details when they become available.

Event description:
According to the reporter: occurred during a laparoscopic video assisted thoracoscopic wedge resection. On the final intended firing to complete 2 separate wedge resections in the patient, the device partially fired. The staple line was complete but the blade appeared to stop 2cm short of the expected cut line, as marked on the reload. This happened with two separate reloads in the same patient. An additional reload was used to complete the resection. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of one device. Visual examination showed that the knife was fully advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.